Event description:
According to the complaint on (B)(6) 2026 while using the abl80 flex analyzer (serial number: (B)(6).) The customer reported suspected discordant results for ph and pco2 between abl80 and abl90. Qc tests were rerun following this suspicion: ph: - discrepant value: 7.06. - true value: 7.43. Pco2: - discrepant value: 131.4 mmhg. - true value: 37.2 mmhg. No reports of death or serious injury related to this complaint.